Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements (146 ohms). Boston scientific technical services was contacted and recommended thorough provocative maneuvers, as well as diagnostic imaging, to assess the rv lead position and integrity. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.